Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v610455, implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported that their lead was broken from a fall in the latter part of 2014. The patient had their lead revised on 2015-(B)(6). No further information was reported. A follow up report will be sent if additional information is received. Per manufacturer's device registry, the lead was replaced on the revision date.